Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6, g.1, h.6.

Event description:
Healthcare professional reported "double extracapsular rupture." The device remains implanted. This represents the left side.

Event description:
Healthcare professional reported "double extracapsular rupture." The device remains implanted. This represents the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "double extracapsular rupture." The device remains implanted. This represents the left side.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "double extracapsular rupture".

Event description:
Healthcare professional reported "double extracapsular rupture." The device remains implanted. This represents the left side.